Event description:
It was reported that the patient had an inappropriate shock. The doctor concluded that the electrode had migrated. The electrode had been retracted near the apex, causing inappropriate operation. The patient underwent a successful repositioning procedure. There were no known additional adverse patient effects. The system remains implanted.